Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The spouse of the customer called in to report that the customer has passed away. The date of the death was 07/14/2014. The customer was wearing the insulin pump at the time of death. Blood glucose reading at the time of death was below 20 mg/dl. The cause of the death was determined to be brain damage from lack of oxygen after the customer went into a coma. The insulin pump will be returned for analysis. Nothing further reported.

Manufacturer narrative:
This information is provided in response to your request dated (B)(4) 2014 for additional information. No information was given why the insulin pump was suspended for 7 days. (B)(4) 2014 is the correct date of death. Customer was in coma on (B)(6) 2014, customer was found in his car. Customer had just seen his physician regarding insulin.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.